Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received a motor error alarm. Customer's blood glucose was unknown at the time of the call. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the insulin pump passed a displacement test and manual prime. The customer also reported receiving a off no power alarm without a low battery alert prior. Customer stated this was the first occurrence of a off no power alert without a low battery alert prior. The customer also reported a no delivery alarm. Customer stated the alarm was resolved by a complete set change. Customer also reported a failed battery test alarm that was successfully troubleshot for. Customer declined to return the product for analysis.